Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The pt reported she had pets which could be the cause of peritonitis however this was not medically confirmed. The cause of the peritonitis was unknown. Four days after the onset of peritonitis, the pt was hospitalized for the event and began treatment with vancomycin (dose and frequency not reported), ip and gentamycin (dose and frequency not reported), intravenously (IV) for peritonitis. On an unknown date, the pt began treatment with gentamycin (twice a day and dose not reported) orally for peritonitis. Gentamycin treatment was ongoing. Three days after admission to the hospital, the pt was discharged. Twelve days later, while hospitalized for another indication, the pd catheter was removed. On the same day, vancomycin therapy ip was withdrawn. The next day, the pt again began treatment with vancomycin (monday, wednesday and friday, dose not reported) via hemodialysis for peritonitis. The pt was discharged from the hospital on the same day with continued antibiotic home therapy. At the time of this report, the pt was not recovered from the peritonitis event. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h08043, h13j16050, h13j22017, h13k06034, h13i23057 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).